Event description:
On 9/9/94, the pt was taken to the special procedures dept for retieval of a portion of catheter from his right ventricle. The pt was stable before, during, and after the procedure.